Event description:
Service and repair reported that part 05.000.008, hand piece for battery powered driver, motor is very weak on all speeds. The issue was discovered pre-operatively and a back-up was used successfully for the surgical procedure. There was no patient involvement or delay in surgery. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Service history review: lot 004731: a service history of the past three years has been reviewed. The item was previously returned for service on january 17, 2014 due to motor failure. The customer called in a service request for this item on february 18, 2015 and reported the motor is not operating at full strength. The previous service condition of motor failure is relevant to the current complained issue of the motor is not operating at full strength. A non-conformance report refers to the device was not packed in the correctly labeled box. This non-conformance report is unrelated to the reported issue. Another non-conformance report refers to the quantity received stated on the documentation is incorrect. This non-conformance report is unrelated to the reported issue. The service history evaluation is confirmed. A service and repair evaluation was completed: the customer reported the motor was weak in all speeds. The repair technician reported motor failure as the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. A service and repair history review of the subject device has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.